Manufacturer narrative:
The insulin pump was received with blank display due to power connector not properly connected. The insulin pump was able to download history file after re-connecting the connector. Low battery alarm was noted on long history file. The insulin pump was returned for power error alarm. Detailed trace analysis confirmed low battery alarmed and then power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a power error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.